Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) changed from black-and-white to fully black during withdrawal, and after the plug-deployment button was fully pressed in a single motion, bleeding at the puncture site persisted following removal of the device, indicating closure failure. Manual compression was subsequently applied for hemostasis. There was no reported patient injury. During withdrawal, a reduction in blood flow was first observed in the blood return indicator. The physician has many years of experience using the exoseal vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) changed from black-and-white to fully black during withdrawal, and after the plug-deployment button was fully pressed in a single motion, bleeding at the puncture site persisted following removal of the device, indicating closure failure. The plug failed to deploy properly. The plug was pulled out with the vcd upon removal. Manual compression was subsequently applied for hemostasis. There was no reported patient injury. During withdrawal, a reduction in blood flow was first observed in the blood return indicator. The physician has many years of experience using the exoseal vascular closure device (vcd). No resistance was encountered when advancing the exoseal device or connecting it to the sheath. The sheath introducer engaged and locked with the indicator wire cowling, and an audible click was heard. The deployment button encountered resistance but could be fully depressed. A retrograde approach was used during a diagnostic procedure, and the device was stored and prepared according to the instructions for use. No visible device or packaging damage was noted before use. An avanti+ 5f sheath was used, and angiography confirmed femoral artery suitability with a vessel diameter of at least 5 mm and no calcium, plaque, stent, stenosis, or pre-existing vascular abnormalities at the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) changed from black-and-white to fully black during withdrawal, and after the plug-deployment button was fully pressed in a single motion, bleeding at the puncture site persisted following removal of the device, indicating closure failure. The plug failed to deploy properly. The plug was pulled out with the vcd upon removal. Manual compression was subsequently applied for hemostasis. There was no reported patient injury. During withdrawal, a reduction in blood flow was first observed in the blood return indicator. The physician has many years of experience using the exoseal vascular closure device (vcd). No resistance was encountered when advancing the exoseal device or connecting it to the sheath. The sheath introducer engaged and locked with the indicator wire cowling, and an audible click was heard. The deployment button encountered resistance but could be fully depressed. A retrograde approach was used during a diagnostic procedure, and the device was stored and prepared according to the instructions for use. No visible device or packaging damage was noted before use. An avanti+ 5f sheath was used, and angiography confirmed femoral artery suitability with a vessel diameter of at least 5 mm and no calcium, plaque, stent, stenosis, or pre-existing vascular abnormalities at the puncture site. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found fully deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation could not be performed completely, as the received device was already fully deployed. Dimensional analysis of the inner diameter of the delivery shaft per procedure was not required, as the device was received fully deployed and the functional deployment simulation could not be performed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿ and ¿deployment lever (button) actuation difficulty¿ were not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed and the plug not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, as the returned device was received fully deployed with no plug returned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. (Xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) changed from black-and-white to fully black during withdrawal, and after the plug-deployment button was fully pressed in a single motion, bleeding at the puncture site persisted following removal of the device, indicating closure failure. The plug failed to deploy properly. The plug was pulled out with the vcd upon removal. Manual compression was subsequently applied for hemostasis. There was no reported patient injury. During withdrawal, a reduction in blood flow was first observed in the blood return indicator. The physician has many years of experience using the exoseal vascular closure device (vcd). No resistance was encountered when advancing the exoseal device or connecting it to the sheath. The sheath introducer engaged and locked with the indicator wire cowling, and an audible click was heard. The deployment button encountered resistance but could be fully depressed. A retrograde approach was used during a diagnostic procedure, and the device was stored and prepared according to the instructions for use. No visible device or packaging damage was noted before use. An avanti+ 5f sheath was used, and angiography confirmed femoral artery suitability with a vessel diameter of at least 5 mm and no calcium, plaque, stent, stenosis, or pre-existing vascular abnormalities at the puncture site. The device will be returned for evaluation.